Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) resulting in single gripper actuation issue cannot be determined. Additionally, a cause for the mitral stenosis cannot be determined. Mitral stenosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, flail. It was noted the mean pressure gradient was 1mmhg. Two clips were successfully deployed on the mitral valve without issues. To further reduce mr, an nt clip was inserted. However, the posterior leaflet because stuck on the gripper and the posterior gripper was not functioning. Troubleshooting was performed and gripper was able to drop. The clip was still stuck on the valve and was unable to be removed. Although unable to remove from the leaflet, the clip was able to grasp both leaflets and was successfully deployed. Mr was reduced to a grade of 3. However, the gradient increased to a 7mmhg. There was no clinically significant delay in the procedure. No additional information was provided.